Event description:
The system 5 dual trigger rotary handpiece was returned to stryker instruments for trade in, and during failure analysis it was noted that the device had loose metal shavings. There was no patient involvement and no adverse consequences associated with the device.